Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin squirted out during manual prime, insulin continued to drip after letting go of the act button during the prime process. Customer was wearing the device during prime. Customer's blood glucose was over 500 mg/dl. Customer was advised that the issue could be resolved with a complete set change. After troubleshooting, customer was able to resume insulin pump therapy. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.